Event description:
It was reported that customer is experiencing high blood glucose levels. Customer stated that the insulin pump is not delivering insulin. Customer's blood glucose ranged from 288-351 mg/dl. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.